Manufacturer narrative:
One device was returned for repair with complaint that the device had a ripped, bubbled, and had a hole in the downstream occlusion (dso) seal. No related alarms found in event history. No service records were found. Visual/functional testing was performed. The downstream occlusion (dso) seal was ripped. The upstream occlusion (uso) seal was buckling. Complaint was confirmed. Replaced dso seal and uso seal. Device passed all testing criteria post repair.

Event description:
It was reported that the device had a ripped, bubbled, and had a hole in the downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.